Manufacturer narrative:
Additional information: d10, h6, h10: device evaluation: one smiths medical medfusion pump was returned for analysis in a good condition. During analysis, the reported issue was unable to be duplicated but alarm was found recorded in the event log history. Service fully seated the j9 connector, re-glued all three mating surfaces on both sides of the j9 connections, replaced speaker and interconnect board as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that device had primary audible alarm. No adverse effects reported.